Event description:
It was reported that a flogard infusion pump does not function. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The device was visually inspected, functionally tested and the alarm log was reviewed. The reported condition of does not function was confirmed as a door open/close clamp alarm. The cause of the alarm was due to an inoperative/defective door magnet. To resolve the issue the magnet was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.